Event description:
Philips received a report from a customer reporting that the reconstruction of images was difficult to turn off, the system was not providing correct dlp's , and that patients may be getting several doses unintentionally. The field service engineer (fdse) corrected the issue at the site by performing a restart of the cirs (common image reconstruction system) and the host computer.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).